Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for approximately 10 seconds, the balloon was ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition after the procedure was good.